Manufacturer narrative:
Additional information - d4, g4, g7, h2, h3, h4, h11. Corrected information - b5, d10, h6, h10. (B)(4). Sample was received for evaluation. No root cause could be determined for the valve; as the technician was unable to confirm the problem reported by the customer. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was suspected of obstruction and was revised. The valve was implanted via lp on (B)(6) 2017 with setting 110mmh2o due to communicating idiopathic normal pressure hydrocephalus. After implanting the valve, the patient condition improved. Then on (B)(6) 2019, the patient was hospitalized due to difficulty with walking and cognition disorder. Ventricular enlargement was suspected. The valve setting was 110mmh2o. On (B)(6) 2019, CT images were taken then pumping and drainage of csf 30ml from the reservoir was performed. The condition of ventricular improved by drainage, therefore valve obstruction was suspected. Then a revision surgery was performed with a new valve with the setting of 110mmh2o on the same day. The lumber catheter was not replaced and still being implanted. The surgeon commented that the issue could have been occurred by aging and depression of cerebral compliance. The patient¿s condition improved. She did not have any primary disease. The level of csf protein is unknown. Permeation of blood or debris to the cerebrospinal fluid was suspected.